Event description:
It was reported to boston scientific corp in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure five days prior. According to the complainant, during the procedure, it appeared the prolieve system's anchoring balloon was deflated upon catheter removal. The physician successfully completed the procedure with his prolieve thermodilatation kit.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed.